Manufacturer narrative:
Evaluation of the transducer confirmed the articulation issue as described by the customer. Investigation of the device revealed a cracked strain relief, scratches on the tip shell, window and handle, compressed distal rubber on the handle, and a loose adjustment screw effecting articulation performance. The damage found on the probe is indicative of improper transducer care and maintenance. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Return of the suspect transducer is anticipated. Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s7-3t model transducer had no articulation in one direction. There was no injury associated with this event.